Event description:
The customer was hospitalized for low bgs. The events leading to their hospitalization were fatigue and lost consciousness. Troubleshooting was performed. The insulin concentration was correct. However, the programming and bolus history were incorrect. Assisted with correcting the programming and explained implact of incorrect programming on bg.